Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use of a smiths medical medex¿ medflator®ii inflation syringe system no pressure was indicated on the display but then was reported to skyrocket to 20 bar. A dissection (vessel wall tear) was then reported. No further information was provided.

Manufacturer narrative:
One medflator 30 bar was returned in used condition. In addition to that the whole medflator production process was reviewed in regards to any hints to such kind of failure. Also additional testing on the influence of the sterilization process was investigated. No failures or deviations could be determined during these tests. All in all a root cause for the reported failure could not be identified and the failure could not be replicated. Based on the investigation results on the provided samples a product fault could not be confirmed.